Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer reported changing their infusion set and reservoir several times, but the alarm persisted. The customer's blood glucose was 300 mg/dl at the time of incident. It was also found the customer was experiencing high blood glucose. The customer's blood glucose was close to 400 mg/dl in the past. Customer reported experiencing nausea and loss of appetite from their blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer also did not have a bent cannula during the troubleshoot process. The customer also reported several displayable history check failed on startup alarms occurring. Customer stated they would call back to perform the high pressure test on the insulin pump. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoir passed. No occlusions were noted.